Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box b5 and box e. The following correction has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is alarmed. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation the heater plate with electrical damage and error message - humidifier problem was observed. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. In box b5: describe event or problem has been updated. In box e: initial reporter has been updated.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the heater plate with electrical damage. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.